Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon was inflated two times at 6 and 10 atmospheres (atm) respectively for 20 seconds. However, during the third inflation at 12 atm for 20 seconds, the balloon ruptured in the middle part. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.